Event description:
The customer stated that she had received high blood glucose readings between 250-300 mg/dl. She performed control tests while troubleshooting and received results of 211 and 217 mg/dl. The normal control range was 109-159 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.